Manufacturer narrative:
One bipolar pacing catheter without any attached components was returned for evaluation. Clotted blood was observed from the balloon, windings and gate valve. The balloon was found to be ruptured around the central area of the balloon latex and the ruptured edges were not able to match up. Visual examinations were performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of balloon inflation issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.

Event description:
It was reported that balloon did not inflate during use. There were no patient complications reported.